Manufacturer narrative:
Lot#, expiration date, manufacture date: the complainant was unable to provide the device upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 20, 2019 that a wallflex biliary fully covered stent has been implanted in the common bile duct during a procedure performed on an unknown date. According to the complainant, on (B)(6) 2019, the patient underwent a scheduled endoscopic retrograde cholangiopancreatography (ercp) procedure to implant another stent. Reportedly the indication for the second stent placement to cover a leak and the leak was unrelated to the previously implanted wallflex biliary stent. During the ercp procedure, the physician noticed that the previously implanted stent had migrated inwards. The stent was removed with a balloon and rat tooth forceps. Reportedly, another wallflex biliary stent was implanted and the procedure was completed. There were no patient complications reported as a result of this event.